Manufacturer narrative:
1 unit of lot c1599933 of echo-hd-19-a was returned opened in its original packaging. Image was provided which shows the issue with the wire guide coating. The device involved in the complaint was evaluated in the laboratory. No issues were observed with the returned complaint device. Prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-a of lot number c1599933 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1599933. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the wire guide being damaged/kinked prior to removing wire guide from needle which led to difficulties removing the wire guide and subsequent damage to the wire guide. Complaint is confirmed based on the customer's testimony as the clinical settings that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User advanced the echo-hd-19-a through endoscopy to puncture the pancreas, then pulled out the inner core and advance the wire guide. User intended to retract the wire guide and then drainage the cyst fluid afterward but found out the tip of wire guide was sucked and cannot be pulled out. User retracted the wire guide along with echo-hd-19-a from patient and found out the wire guide stuck with needle tip. User pulled the wire guide with force from needle and found out the wire guide coating peeled off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the echo-hd-19-a through endoscopy to puncture the pancreas, then pulled out the inner core and advance the wire guide. User intended to retract the wire guide and then drainage the cyst fluid afterward but found out the tip of wire guide was sucked and cannot be pulled out. User retracted the wire guide along with echo-hd-19-a from patient and found out the wire guide stuck with needle tip. User pulled the wire guide with force from needle and found out the wire guide coating peeled off.